Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that during functional testing, the associated device failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and electrode pads were returned to a zoll approved service provider for evaluation. The customer's report was verified and attributed to faulty electrodes pads. The electrodes pads were replaced to remedy the customer's report. The device was recertified and returned to service. Analysis of reports of this type has not identified an increase in trend.